Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, there was a break in the insulation of the thoracic grasper instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The thoracic grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument main tube exhibited scratches and some of the insulation had been removed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube scratches could likely cause or contribute to an adverse event, if the malfunction were to recur.